Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint not confirmed, no damage other than light wear marks observed. The devices were able to be assembled together and remained locked. The spring-actuated button of the inner component functioned as intended.

Event description:
It was reported during a femur repair the spring guide failed and the assembly was removed. The pin was already set when the failure occurred. The case completed with no further issues. The patient is fine to date.